Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was performing final tightening on the expedium single innie caps and given of wear and tear 2x torque drive shafts striped at the distal end tip. The items are not available for repair as they got lost in csr. The patient was not affected by this, the case was completed with these instruments. I have no further details to add. Customer reference/po/service: (B)(6). Was surgery delayed due to the reported event?: no. Was procedure successfully completed?: yes. Were fragments generated?: no. If yes, were they removed easily without additional intervention?: unknown. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no. Is the patient part of a clinical study: unknown. Concomitant device reported: expedium single innie caps (part#: unknown, lot#: unknown, quantity: unknown). This complaint involves two (2) devices.